Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical/chemical stress. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent occurrence of the suggested event in accordance with the following IFU: "important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents: detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is (B)(6) hospital. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the coating on the connecting tube is peeled off. Additional observations for the device are: leakage due to pinhole at distal end rubber coating (a-rubber). El-connector (electrical connector) is corroded, angulation in the up direction is out of standard due to wearing of the angle wire, and objective lens and connecting tube have scratches. User¿s complaint of leakage is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of the issue of leakage at insertion section. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the coating on the connecting tube is peeled off. This medwatch is being submitted for the reportable issue of peeling of the coating on the connecting tube as observed during device evaluation.